Manufacturer narrative:
Several "sample short" and "sample clot" alarms were observed. The issue was resolved after the customer performed liquid flow cleaning (lfc). The investigation determined the event was due to contamination of the measuring cell caused by either a pre-analytical or maintenance issue.

Manufacturer narrative:
The folate reagent lot number and expiration date were not provided. During qc testing, the customer noted issues with a measuring cell. Qc was repeated and the results were low. The customer performed multiple primes and measuring cell maintenance and repeated qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for folate on a cobas e 801 analytical unit. The initial result was 3 ng/ml. The repeat result was 7 ng/ml.